Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported during the implant procedure, there was positioning/fixation difficulty due to patient anatomy. The lead was not implanted. No patient complications have been reported as a result of this event.